Event description:
The clinical coord reported that the navy blue part of a transfer set had become completely unscrewed during pt use. The home pt was treated with prophylactic antibiotics as a preventative measure. No pt injury or further medical intervention was associated with this incident.